Event description:
A (B)(6) male with a thrombosis in left upper arm of his arterial venous fistula (avf). Pt has history of end stage renal disease with hemodialyses, and multiple thrombectomies for occluded dialysis access. On (B)(6) 2010, the pt was admitted for surgical intervention of the thrombosis of his avf. The surgeon prepped the pt and incision made across the graft at the distal end of the graft. Transverse incision was made in the anterior part of the graft. A #4 and then a #5 fogarty embolectomy catheter was passed distally through the clot and the surgeon opened the balloon portion of forgerty embolectomy catheter, distal of the clot. The clot was successfully removed by pulling out the fogarty embolectomy catheter. The process was repeated proximally and the clot was successfully removed. When retracting the #4 fogarty embolectomy catheter, the balloon had ruptured and it was uncertain if the portions of the balloon were retained in the pt. The pt tolerated the procedure well.